Manufacturer narrative:
This complaint is related to cr-87285/MFR #1828100-2022-00424.

Event description:
It was reported that during set-up of the device, for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the coin cell battery inside the central control monitor (ccm) and replaced the hard drive and atx board. The issue remained. He returned to the facility to replace the peripheral component interconnect (pci) cable and still could not resolve the issue. The option to return the unit to the manufacturer was provided to customer, but it was declined. The ccm was retired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.